Manufacturer narrative:
Philips service replaced the suite pc, repaired the pdu dual switch module, and replaced the fuse; device returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray pc failed to power on due to defective power supply on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.